Event description:
Information was received indicating that a smiths medical pneupac parapac ventilator was reported to not be turning off. It was noted that the unit kept powering on and the low pressure disconnect alarm would continually alarm. There were no reported adverse effects. The following additional information was received on 4 march 2020. The product problem was observed during a routine inspection sometime during the week of (B)(6) 2020. There was no patient involvement.

Manufacturer narrative:
A3: event date was updated to (B)(6) 2020. Only the month (B)(6) and year (2020) are known. B5: updated with additional information. H6: patient code updated to 2645.

Manufacturer narrative:
One ventilator was returned for evaluation. Visual inspection of the device found it to be in good physical condition, but noted to be received without a battery. Installed a working battery and performed functional checks for low pressure. Audible and visual alarm for low pressure duplicated while the device was powered off, confirming the reported customer complaint. This was a result of a faulty interface board, which was then replaced. The problem source has been determined to be unknown.

Event description:
Information was received indicating that a smiths medical pneupac® parapac® ventilator was reported to not be turning off. It was noted that the unit kept powering on and the low pressure disconnect alarm would continually alarm. There were no reported adverse effects.